Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device has not been returned to olympus medical systems corp. But was returned to olympus europa se & co. Kg (oekg). Oekg inspected the device and confirmed the following; -the adhesive additionally applied around the light guide lens and objective lens was partially damaged. -the adhesive on the bending section rubber was worn. -the control section was cracked and worn due to physical stress. -there were slight scratches inside the biopsy channel. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device has not been returned to omsc but was returned to olympus (B)(4). Olympus (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the distal end and the suction, the instrument, the air/water channels of the device. The testing result cleared the german guideline. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, the sample collected from the device after reprocessing twice tested positive for unspecified microbes (>100 tvc counts). The device had been reprocessed with a non-olympus automated endoscope reprocessor, wassenburg, wd440 using peracetic acid. There was no report of infection associated with this report.